Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. Investigation summary-the complaint device was received and inspected. The complaint can be confirmed. It was observed that the piece of graft was attached to the green suture. The white suture was not returned for evaluation. It was communicated by the affiliates that the surgeon was utilizing a graft that was composed mainly of muscle, and not mainly tendon. An engineer from new product development (npd) was consulted for further insight into the failure. The npd engineer indicated that the user misused the device, and the device shouldn¿t be used around areas that are mainly muscle. It is known that muscle can¿t withstand the constriction of the winding sutures and it will cut through. The intent of this device is to go around the semi-t tendon, not the muscle. Winding/tightening suture around muscle using this device isn¿t recommended as it¿s known that muscle can¿t withstand the loading as well as a tendon therefore is a root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during acl reconstruction surgical procedure, it was observed that the speedtrap grn/white 20mm device had cut off about 5mm stump from the end of the semitendinous muscle when the adjustable suture (rim) was pulled while applying counter tension to the muscle. According to the reporter, the device was being used for the acl reconstruction by tensioning to the semitendinosus muscle. It was reported that the device was brand new and on its first use when the issue occurred. There was 30 min. Surgical delay and no harm to the patient. It was not reported if there was a medical intervention or prolonged hospitalization. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.